Event description:
It was reported that a pump has a system error 105, there was no reported pt involvement.

Manufacturer narrative:
MFR ref number: (B)(4). The device was returned to baxter and an eval was performed. The unit was received inoperable due to the reported symptom "system error 105." The eval confirmed the reported symptom causes by a failed I/o printed circuit board. The I/o printed circuit board will be replaced.